Manufacturer narrative:
(B)(4). Per nonconformity report, the cardiohelp works with the new batteries correctly. No service report was provided for battery replacement. (B)(4).

Event description:
On (B)(6) 2011, cardiohelp serial number (B)(4) was not running on battery power even though the device indicates> 96%. Additionally, error message: check battery appeared. (B)(4).